Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: all led are flashing due to faulty turrets. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the control panel lights blinking without control are due to the faulty turrets. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source control panel experienced light blinking without control, during preparation for use for an unspecified procedure. There were no reports of patient harm.